Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a broken pin on the bottom of the water trap. The device was used for the procedure. The user reported the procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.